Manufacturer narrative:
Date sent to the FDA: 12/17/2008. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.

Event description:
International customer reported that a patient underwent an atrial-septal defect repair. The defect repair reportedly failed in the immediate post-op period as noted by changes in intracardiac blood flow and pressure. The patient was returned to surgery the following day for repair. Additional information was requested; no further information was received. The patient is in stable condition.